Manufacturer narrative:
FDA notified?: the initial reporter also notified the FDA on (B)(6) 2017 via medwatch # uf# (B)(4) . A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a 20 g x 1.00 in. Bd nexiva¿ closed IV catheter system with dual port separated during use. Injury and medical intervention unknown.

Manufacturer narrative:
Investigation summary: DHR review - all relevant samples and challenges were performed per specification and in accordance with the in-process sampling plan on this batch. Qn database review - no reject activities related to this defect were found for this batch. Eura review - the root cause for the failure mode of burst extension tubing could not be identified. (B)(4) nexiva p-eura has identified parts of the production process that could cause fluid path occlusion and assessed the potential risks associated with the defect. (B)(4) nexiva a-eura has identified the user application steps that could lead to burst extension tubing and assessed the potential risks of misuse at these steps. Investigation conclusion: sample analysis - visual/microscopic examination did not reveal any other damage to the extension tubing or evidence of a manufacturing related cause of the defect. Root cause description: visual examination did not reveal any evidence to support or suggest the defect was caused during the manufacturing process. Root cause is indeterminate. Occlusion of the fluid pathway (e.g. Occluded catheter, kinked tubing, pinch clamp engaged during infusion) will increase the internal pressure of the unit and can cause the extension tubing to break, balloon, and/or burst. (B)(4) nexiva dual port instructions for use advises that measures should be taken to avoid kinking or obstructing the catheter system during power injection to avoid product failure. Burst or ballooning damage to the tubing can also occur if infusion is not performed correctly or performed at a psi/flow rate above the recommendations listed in (B)(4) nexiva dual port instructions for use.